Event description:
It was reported that components were explanted due to aseptic loosening.

Event description:
It was reported that components were explanted due to aseptic loosening.

Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a series 7000 standard tibia was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.